Event description:
It was reported that in a study that was trying to determine the effect of a ¿no drains¿ policy on seroma formation and other complications in women undergoing breast cancer surgery and in which all surgical procedures were performed under general anaesthetic and the surgical technique is standardised, wounds are dressed with ½¿ white steri-strips (nexcare) and a transparent waterproof dressing with an absorbent lattice pad (opsite post op, smith & nephew plc). It was stated that 31 patients in the group of mastectomy and axillary lymph node dissection presented infections or infected seromas. In the mastectomy and sentinel lymph node biopsy or axillary node sampling 9 patients presented wound infections or infected seromas. Lastly in the axillary lymph node dissection and wide local excision group 9 patients presented wound infections or infected seromas.

Manufacturer narrative:
H3, h6: the device, used in treatment, has not been returned for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. If the device is returned in the future this complaint will be re-assessed. A clinical review has taken place, however without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Device history record review could not be performed as no part number/lot number was provided, however, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history for the reported events has been reviewed, revealing similar instances which are being monitored to determine if additional actions are required. A risk management review has taken place. Opsite file contains multiple failure modes which can lead to local infection. These include dressing left on too long, poor adhesion of dressing and poor absorption of the dressing. The IFU has been reviewed and was found to contain adequate cautions and warnings with regards to the use and limitations, including the selection of the most appropriate dressing with regards to it absorption abilities. This investigation is now complete with no further action deemed necessary and at this time. However, we will continue to monitor for any adverse trends relating to this product range.